Event description:
It was reported that the user changed a dexcom g7 sensor and initially entered an incorrect sensor pairing code into the ilet, resulting in high glucose readings observed on the dexcom g7 app; the caregiver and user were assisted to enter the correct pairing code, after which the sensor paired and glucose levels began trending down. Symptoms included the user reported blood glucose peak of 400 mg/dl with no associated adverse clinical symptoms.". Outcomes included no health consequences or impact. Investigation included communication with the caregiver and user and analysis of information they provided. Investigation of this case revealed a usage problem related to an improper procedure, with no device problem found and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.